Event description:
It was reported to philips that the ac module for the device was not fully charging the battery and the led light would intermittently turn off. There was no reported patient or user involvement and no adverse patient/user impact.